Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4+ functional mitral regurgitation(mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into left atrium. Air was observed at proximal end of the sgc during negative pressure suction while withdrawing the dilator and guidewire. Simultaneously, st-segment elevation was observed in the patient, manifesting symptoms of air embolism. The physician suspected about potential sealing issues with the sgc and the procedure was terminated. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported sgc leak/splash and product quality problem associated with the silicone valve inside the sgc hemostasis valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak resulting in air embolism, bradycardia and nonspecific EKG/ECG changes cannot be determined. The reported product quality problem with the silicone valve of the sgc hemostasis valve, however, appears to be user¿s perception for the cause of the leak. Air embolism and bradycardia are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 4+ functional mitral regurgitation(mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into left atrium. Air was observed at proximal end of the sgc during negative pressure suction while withdrawing the dilator and guidewire. Simultaneously, st-segment elevation was observed in the patient, manifesting symptoms of air embolism. The physician suspected about potential sealing issues with the sgc and the procedure was terminated. There was no clinically significant delay. No additional information was provided.